Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient's device pocket had a (B)(6) infection. That was why a new pocket had to be created for the replacement device. It was unknown when this occurred.